Manufacturer narrative:
Concomitant medical products - actual date unknown to manufacturer. Explant date used instead.

Event description:
Mfg report reference: 1627487-2019-06044. It was reported that the patient experienced ineffective stimulation. The patient reported a lack of back and foot coverage. Troubleshooting included reprogramming but the pain has been getting worse. The patient had a system replacement to replace the leads and ipg due to pain at the ipg site (mfg report reference: 3006705815-2019-01929). The patient has effective stimulation post operation.